Event description:
Procedure: nephrectomy. According to the reporter: in use for two hours and half, two black parts were found broken off. The parts seemed to be from the tip of the device. The pieces were retrieved.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger with the anterior needle tip not returned. Evaluation of the returned device found the sheath, guide, foot, and lever undamaged. The suture was returned loaded in the device with the knot unraveled and the rail loose. The posterior cuff was captured and attached to the needle tip. The anterior cuff was still in the foot pocket with the tabs intact. Both ends of the foot were examined for needle strike marks and there were none detected, indicating the needles were deflected outside of the foot pocket. The link had detached from the posterior cuff, which confirms the reported cuff miss event. The suture was pulled from the device with no significant resistance detected, indicating the suture drag was not a contributing factor in the reported cuff miss event. A proxy plunger was inserted to test the needle trajectory and the result was acceptable. Based on the investigation findings, the most probable root cause for the anterior cuff miss and subsequent failure to achieve hemostasis is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.